Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure insert'), genital haemorrhage ('heavy bleeding'), pregnancy with contraceptive device ('unexpected pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), metrorrhagia ("metrorrhagia (bleeding between periods)"), endometriosis ("endometriosis"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and ovarian cyst ("ovarian cysts") and was found to have neoplasm ("tumors"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, pelvic pain, back pain, dyspareunia, migraine, fatigue, vaginal haemorrhage, headache, metrorrhagia, endometriosis, urinary tract infection, vaginal discharge, vaginal infection, neoplasm and ovarian cyst outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal was not recommended by treating physician. Discrepancy noted: essure insertion date (previously reported as (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: left occlusion only. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Information added/updated: pregnancy outcome, lab test, essure insertion date, events added - metrorrhagia (bleeding between periods), endometriosis, miscarriage, urinary tract infection, vaginal discharge, vaginal infection, tumors, ovarian cysts. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure insert"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unexpected pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, back pain, dyspareunia, migraine, fatigue, vaginal haemorrhage and headache outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: it is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: done. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received: reporter, event vaginal bleeding added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.